Event description:
It was reported that foreign material entered the surgical space. The particle was removed and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: ahto tube set was connected with normal saline for irrigation during laparoscopic surgery. After irrigation a piece of rubber was found in the surgery area on patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be pieces of saline bags may have broken off during set up. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material entered the surgical space. The particle was removed and the procedure was completed successfully.